Event description:
It was reported that the patient experienced a loss of therapeutic effect and a return of urgency. The patient stated that the urgency returned a couple days ago and might go away, like it had done in the past. The patient also stated that their legs "go rubbery" which caused them to fall when getting out of the car three weeks ago, and that the return of urgency correlated with the fall. The patient added that they currently felt stimulation, but it didn't feel as strong as it used to. They also noted that they had could not locate their patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v513773, implanted: (B)(6) 2011, product typ lead product ID 3037,serial# (B)(4), product typ programmer, patient. (B)(4).